Event description:
It was reported that approx 3 weeks after a coronary drug eluting stenting procedure for an acute myocardial infarction with s-t elevation, the pt returned and was found to have a sub acute thrombosis of the stent. In 2004, the physician predilated the lesion in the lesion in the circumflex with a 2.25 x 20 mm ninja balloon, 4-8 atms for 30 seconds (6 inflations). He then deployed a taxus express2 2.5 x 24 mm drug eluting stent @ 10 atms for 45 seconds in the mid-circumflex, postdilating 4 times to 4-8 atms with a 2.5 x 30 mm voyager balloon. He then deployed a taxus express2 2.5 x 16 mm drug eluting stent in the 1st obtuse marginal branch @ 14 atms for 60 seconds. The physician then deployed a taxus express2 3.0 x 12 mm drug eluting stent in the ramus branch again at 14 atms for 60 seconds. The physician then deployed a taxus express2 3.0 x 12 mm drug eluting stent in the proximal lad at 14 atms for 60 seconds. The physician then advanced the voyager 2.5 x 30 mm balloon catheter to the lesion in the mid-rca, inflating to 8-12 atms for 30 seconds. A taxus express2 2.75 x 32 mm drug eluting stent was deployed @ 14 atms for 35 seconds. A taxus express2 3.5 x 16 mm drug eluting stent was deployed in the rca @ 16 atms for 60 seconds, as well. The om, ramus and lad lesions were not predilated. The pt received heparin and integrilin during the procedure. Clopidogrel was administered immediately following the procedure. No procedural complications were reported. It is unk what medications were prescribed long-term following this intervention. The pt returned in 3 weeks with an acute mi without s-t elevation and was initially treated with nitroglycerin. Angiography revealed a sub acute thrombosis of the previously implanted taxus express2 3.0 x 12 mm drug eluting stent in the ramus branch. The physician treated the thrombosis with a maverick 3.0 x 15 mm balloon @ 16 atms for 60 seconds and deployed a taxus express2 3.0 x 12 mm drug eluting stent @ 12 atms for 60 seconds. The pt was given angiomax during and clopidogrel immediately following the procedure. No procedural complicatons were reported. The pt is reported to be "okay."